Event description:
Boston scientific received information that this right atrial lead had dislodged a few hours after implant. This lead was supposed to be repositioned but the physician could not get the helix to retract to free the lead. The physician then used force to pull out the lead which causes the lead to come back with some tissue. This lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over-rotation. Cuttings in the insulation were found which occurred most likely during the implantation procedure. Blood penetrated the lead in these areas. The fixation helix was found stretched. In summary, the inner coil of this lead was found to be deformed. No sign of a material or manufacturing problem was present.